Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient's hips squeak. He has no pain but hears a noise when he walking on an incline. He had his right hip replacement in (B)(6) of 2006 and left hip replacement in (B)(6) 2006. He is unsure of which side (left or right) the catalog and lot numbers provided are for. This is for the patient's left hip replacement.

Manufacturer narrative:
An event regarding audible noise involving an trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "squeaking has frequently its source in suboptimal component position, especially cup edge loading is s frequent source of squeaking trouble. This requires actual x-rays for evaluation. The radiological reports are way too generic for this purpose, radiologists rarely make exact calculations about inclination and anteversion of components, they only document implantation of components ¿without complications¿. For this type of squealing problems such measurements are really required and as such can this case not be solved with the current information." -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there has been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device and x-rays are needed to investigate this event further. If additional information and device become available, this investigation will be reopened.

Event description:
Patients hips squeak. He has no pain but hears a noise when he walking on an incline. He had his right hip replacement in (B)(6) 2006 and left hip replacement in (B)(6) 2006. He is unsure of which side (left or right) the catalog and lot numbers provided are for. This is for the patients left hip replacement